Event description:
Patient revised to address loose tibial component, found polyethylene wear on insert.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after approximately 9 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.